Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the thrombosed, 99% stenosed, mid right coronary artery (rca) lesion after thrombectomy suctioning, the 3.0 x 48 mm xience xpedition 48 was deployed. A grade one (1) distal stent edge dissection was noted. A 3.0 x 15 mm xience xpedition stent was successfully implanted as treatment. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.